Event description:
This is a report received by baxter (B)(4) from (B)(6) via an account manager. It was reported that an aqualine was involved in a leaking incident. It was reported by the ICU manager that during the nightshift the line was noted to have blood in it, nursing staff therefore tried to flush the line and found it then leaked. Heparin infusion was stopped and line clamped. No patient harm.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s sample not requested due to blood contamination. A follow-up report will be filed should any significant supplemental information become available. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.